Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received:on which firing did this occur? In the 1st firing.for clarification, was, was the cut line complete? Yes, it was.

Event description:
It was reported that during an open gastrectomy procedure, the linear cutter stapled only half. The other part was not stapled but the completed pine was cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and one reload were discarded.